Event description:
It was reported that a spectrum pump delivered magnesium at a higher rate then programmed. The device was programmed to deliver 112 ml of magnesium at a rate of 38 ml per hour as a secondary infusion. The primary bag of normal saline had approximately 100 ml remaining and was set to continue at 50 ml per hour at the completion of the secondary infusion. Both bags were empty after 2.5 hrs. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.